Event description:
On (B)(6) 2012, patient reported the buttons on her infusion device are not working. Patient stated she presses them and they are not working. Had patient try to change the battery again. Patient reported she has tried to change the battery twice. Patient changed the battery and tried the buttons again; no response. Patient reported the infusion device is not in key lock mode. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.